Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a, with a history of known coronary artery disease (cad). Upon arrival to the cvicu, a foley catheter was placed, and red urine was noted. The impella cp was reduced to p6, and the team awaited echocardiographic assessment. Laboratory studies were not hemolyzing at the time of evaluation. The p-level was decreased, the patient¿s mean arterial pressure (map) was lowered, and the urine cleared overnight. The urine remained clear through the remainder of support until explant. The patient did well clinically and has been discharged. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying critical illness, renal function, hemodynamic instability, and volume status. The hematuria was noted immediately after foley catheter placement, and laboratory studies did not demonstrate hemolysis at the time, therefore, it is unclear whether the hematuria was related to foley catheter insertion/trauma or associated with impella cp support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data: d4 UDI updated/corrected.